Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated that she had obtained hi twice. The customer¿s expected blood glucose test result range was not disclosed. Customer stated that she knows her blood glucose is high, the doctor has been trying to get her blood glucose under control. The customer reported feeling very thirsty and had a headache. Medical attention was not needed at the time of the call; customer stated that she would take insulin. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 10/23/2023. Product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 07-dec-2023 to ensure that the customer's condition had improved and the initial concern was resolved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that she had taken insulin which lowered her blood glucose. Customer stated her blood glucose test result was 151 mg/dl (fasting/non-fasting not disclosed). Customer declined a replacement; customer is comfortable with the glucose readings from the product.